Event description:
Pt with diagnosis of chronic pelvic pain & dysmenorrhea had elective outpatient diagnostic laparoscopy. Upon closing the fascid of incision, 2cm above symphysis pubis, with the suture. The needle broke oof, with more than half of the needle left in the pt's abdomen. The surgeon retrieved the needle, getting stuck by the needle while doing so. He was seen in the hosp's emergency room. No injury to pt. Who when to recovery room in stable condition.